Event description:
It was reported that during a lap gastric bypass procedure, the tissue pad came off. The tissue pad was not in the pt when it was found. A new device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The mfg records were reviewed and no anomalies were found during the mfg process.